Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/24/2021.

Manufacturer narrative:
B5: it was reported that the cause of peritonitis was reported to be due to a small hole in the catheter. Based on additional information received, the baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and duration were not reported) and heparin (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.